Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as the noise was being caused by a noise circulation pump motor. Replaced the circulation pump assembly. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that noise inside the new arctic sun device was detected during a pre-shipment check. It was asked whether it could be a problem with the circulation system. As per follow up information received on 30nov2023. The device was under investigation. Case completed on the same device.